Event description:
A malfunction was reported on the pump by the caller, displaying a malfunction code ¿malf 9¿. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.